Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was put through extensive testing including bench handling, pacer testing and defib cycling without duplicating the report. A review of the device data logs showed evidence of the customer's report. Each occurrence of attached pads is accompanied by invalid patient impedance in the log, which is evidence of poor coupling. When this occurs, the pacer functions will cease. This report has been attributed to poor coupling. The multifunction cable (mfc) and other accessories used during the event were not returned for evaluation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to pace a patient (age & gender unknown), the device was unable to pace. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.